Event description:
It was reported that there was bunching of silicone through the 9f safe sheath. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual examination noted that the defib conductor is distorted and there is blood in/on the helix/lobe mechanism. Damaged at implant.